Event description:
It was reported that the tips of the coude catheter were straight. Also reportedly, the tips of the catheter were too curved almost like a circle per sample evaluation, it was found that one catheter was misaligned with its coude indicator and the other catheter contained a bend that caused a misaligned coude indicator.

Manufacturer narrative:
The reported event is unconfirmed as the devices met specifications. As unopened samples were returned, it does not appear that these products were used, but the devices are intended to be used for treatment. As the devices met specifications, there does not appear to be a relationship between the reported event and the device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a labeling review is not required h11: section a through f: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the coude catheters were straight. Also reported that, the tip of the catheters were too curved almost like a circle.